Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator failed to interrogate using radio frequency telemetry. A device update was performed which restored the telemetry. The patient was stable.